Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that the patient's leadless pacemaker was unable to be interrogated. No intervention was performed. The patient's condition was unknown.